Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. It was reported that a grade c dissection occurred in the lad. Investigator reported the dissection was not caused by a medtronic device. The sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
The dissection was treated with stent placement. The investigator assessed that the event is not related to the device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.